Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot r0908552 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The stent crimp process was reviewed and no anomalies were found; the stent retention values meet specified release requirements. No nonconformance records were issued for this lot. No excursions were found for lot r0908552. The complaint of stent dislodgement was investigated; however, without the return of the complaint device, it could not be confirmed. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damage product leave the facility. No corrective action is required at this time. Review of the info suggests that device interaction and procedural issues may have contributed to the reported event.

Event description:
The complaint received states that during an interventional procedure the palmaz genesis on amiia sds was dislodged after insertion into the guide catheter. The target lesion was right renal artery described as moderately calcified, moderately tortuous and 80% stenotic. The stent was dislodged after the sds was inserted in the 6f brite tip guiding catheter during delivery. The stent was within the guiding catheter, and the stent system and guide catheter were removed together as a unit from the pt. The procedure was completed using other new stent without any pt injury.